Event description:
It was reported that during an unk procedure, the staple line was opened, and the surgeon hadn't performed the half circle. No injury to the patient. No further information was provided.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.